Manufacturer narrative:
(B)(4). It was reported that the patient was being treated for a saccular/fusiform aneurysm and pathological artery segment. The pipeline flex was attempted to be deployed in a stenotic artery segment. Per pipeline flex instruction for use: do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. The device will not be returned for evaluation as it was discarded by the customer; the complaint could not be confirmed and the event cause could not be determined. Note per pipeline flex instructions for use warning: "resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid.¿ reference (B)(4).

Event description:
Medtronic received information that a pipeline flex did not open distally. The patient was being treated for a saccular/fusiform aneurysm and pathological artery segment. The aneurysm was located in the left ophthalmic internal carotid artery (ica). Landing zone artery size was 2.6mm distal and 5.0mm proximal. Vessel was of normal tortuosity. Continuous heparinized saline flush was used during the procedure. The pipeline flex was navigated to the treatment site without any issues. At deployment, the pipeline flex did not open distally. The pipeline flex was resheathed and re-deployed a few times, which was unsuccessful in opening the distal end. The pipeline flex was resheathed and removed from the patient. The procedure was ended and another procedure is being planned. There was no report of patient injury as a result of this event.